Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. B) as the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. C) concomitant bwi products: product: carto® 3 system, us catalog # fg540000, serial # (B)(4). Product: stockert 70 rf generator: us catalog # s7001, serial # (B)(4). Product: coolflow® irrigation pump: us catalog # cfp002, serial # (B)(4).

Event description:
It was reported that a patient, (B)(6) y.o., male, underwent an atrial fibrillation paroxysmal with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. It was noted that this patient had a medical history, as in 2009 had an rf pvi and a cryo ablation (non bwi product) earlier this year. During procedure, a pericardial perforation occurred; this was noticed on flouroscopy and carto. In subsequent, a pericardial effusion was noted and confirmed on ultrasound. The patient¿s blood pressure dropped and the physician immediately performed a pericardiocentesis. A transseptal puncture was performed with a baylis needle (non bwi product) and no ablation was done at site of injury. This event occurred during ablation phase. The patient received heparin during the procedure with a target act of 300 ¿ 350 s. The patient was reported to be in stable condition at the time the complaint was reported. The patient required an extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that this was a mechanical perforation caused by the ablation catheter. In addition, stated that the extensive scarring could have added to perforation risk. Settings during the event include: generator under power mode at 40 w., temperature cut off at 50 degrees, flow setting at 2 ml/min while no ablating and a med curl agilis 8.5 french sheath was used (non bwi product).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on december 11, 2014. The analysis has begun but is not completed at this time. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), male, underwent an atrial fibrillation paroxysmal with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. It was noted that this patient had a medical history, as in 2009 had an rf pvi and a cryo ablation (non bwi product) earlier this year. During procedure, a pericardial perforation occurred; this was noticed on fluoroscopy and carto. In subsequent, a pericardial effusion was noted and confirmed on ultrasound. The patient¿s blood pressure dropped and the physician immediately performed a pericardiocentesis. A transseptal puncture was performed with a baylis needle (non bwi product) and no ablation was done at site of injury. This event occurred during ablation phase. The patient received heparin during the procedure with a target act of 300 ¿ 350 s. The patient was reported to be in stable condition at the time the complaint was reported. The patient required an extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that this was a mechanical perforation caused by the ablation catheter. In addition, stated that the extensive scarring could have added to perforation risk. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for screening test, carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was properly working. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.